Event description:
Procedure: lap gastric bypass. According to the reporter: the surgeon had difficulty with putting the trocar into the patient and pushing through the abdominal wall. Patient is fine. No tissue damage.

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 01/22/2015.

Manufacturer narrative:
(B)(4).